Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen displayed colors incorrectly which resulted in the customer experiencing difficulties reading the screen. Customer's blood glucose was 169 mg/dl. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.